Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information gathered, the issue was discovered during preventive maintenance. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. Fl 007. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 21st june, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the paint was damaged on the bracket. Photographic evidence confirmed that issue and indicated that due that damage paint particles were missing and fork was the affected part of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). E1i event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.